Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient experiencing humeral impingment with the glenoid so a more laterilized glenoid head was needed. No component failure was present.